Event description:
It was reported that the procedure was being performed in the pre-op area. When the physician was getting ready to connect the snaplock to the catheter, he noticed a fray in the wire coil at the end of the catheter. As a result, a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.